Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a cook single-use holmium laser fiber was broken in the middle of device during an unspecified procedure. The device was replaced to continue the procedure. There were no clinical consequences for the patient as a result of this occurrence. Additional event information has been requested.

Event description:
Additional information was received 22feb2022. Manufacturer report #1820334-2022-00269 and #1820334-2022-00268 describe the same device and event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information, correction: b5- manufacturer report #1820334-2022-00269 and #1820334-2022-00268 describe the same device and event. No further reports will be submitted under manufacturer report #1820334-2022-00268. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.